Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 11/11/2011 and 11/21/2011 by fax, phone and mail. A completed questionnaire was received on 11/21/2011. (B)(4).

Event description:
A surgeon reported a pt with dysphotopsia following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgical technician reported that one day following surgery the pt noted halos and glare when driving at night. At two weeks postoperatively, the pt described "spider web like rings" in both eyes. At three weeks postoperatively, the pt reported blurry vision and headaches daily. The technician stated the pt is an occupational driver and could not pass his eye test. She reported both lenses were exchanged and replaced with another type of iol. The pt's symptoms have resolved. An unapproved viscoelastic was reported to have been used during the surgical procedure. There are two medical device reports associated with this event. This report is for the left eye.